Event description:
MFR received a report stating a ten year old commode wheeled away as the patient was being seated. The patient allegedly fell to the floor, hitting her head and resulting in her death. Instructions for this device detail proper use and maintenance in order to avoid similar incidents. The facility in possession of the device has refused to permit evaluation by the MFR.